Manufacturer narrative:
The failure investigation has been completed and the alleged out of range issue was verified in the pump logs; however, no failure was identified. In addition, no failure was identified regarding the alleged low bg issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. In addition, the customer experienced low blood glucose (bg) levels (43-48 mg/dl). Customer declined to provide further information regarding the low bg events. Reportedly, the customer continued to use the pump for insulin therapy.